Event description:
It was reported that during intra-op the drill burr fractured. After about 3 minutes of use, the burr suddenly fractured, and the broken burr was located in the sphenoid sinus cavity. The surgery time was prolonged, the broken burr in the patient¿s sphenoid sinus cavity was immediately removed. A backup burr was replaced and reconnected to the power system, and the surgery continued. At the time of report no patient impact is been observed .

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not yet returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.